Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated despite multiple attempts using a consult device. No adverse patient effects were reported. This crt-d remains in service.